Event description:
It was reported that, during an implant procedure, the stylet was unable to be advanced through the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable.